Event description:
Per tm - unit is reporting the power connection is intermittent. (B)(6) 2022 found during evaluation at bd service facility: the scanner shuts down prematurely when ac power is removed.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of intermittent power connection was confirmed. The scanner shuts down prematurely when ac power is removed. Also, battery cycle count is very high (834) and causing the scanner to display battery health degraded message after startup. The root cause of the failure was identified as use-related internal failure of the lithium ion battery. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.